Manufacturer narrative:
Conclusion: since the valve has been implanted for over 17.5 years, it¿s very unlikely that the degenerated leaflet is due to any potential manufacturing issue. From the limited information received the valve was remain implanted. Without the return of the valve for analysis, a root cause of the leaflet degeneration cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 6 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to leaflet degeneration resulting in severe aortic regurgitation. No other adverse patient effects were reported.